Event description:
A customer reported to baxter (B)(4) that cracks on the light blue main body were seen. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for damaged is confirmed during evaluation of the returned sample it was observed chipping/flaking and crack of the light blue mainbody. The assignable cause is undetermined.